Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the spinal cord stimulator (scs) almost cost the patients life. No further information could be obtained.